Manufacturer narrative:
Examination of the needle under magnification confirmed that the canula was bent towards the midline of the needle in the direction of the bevel. The root cause of the deformation remains unclear nbsp;the manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
During access for the placement of two evoke percutaneous leads (60cm) during the trial procedure, the stylet/trocar was inside the epidural needle when bending occurred at the end of the lamina about to enter the interlaminar space. The angle of insertion was noted as standard. The devices exchanged and the physician was able to place one lead with successful therapy.